Event description:
It was reported that when the device was used during a laparoscopic colon resection procedure, it did not staple or cut. Another device was used to complete the case wtih no consequence to the pt.